Manufacturer narrative:
(B)(4). Information was received via sus voluntary report # mw5058597. No sample is expected to be returned for evaluation.

Event description:
It was reported the patient had a central line placed urgently in the right femoral vein. Later that night, he had this line removed and another placed in his left internal jugular vein. A CT scan noted a 15cm piece of wire in his right hepatic vein. The patient was admitted via the ER in acute respiratory failure. He was intubated and a central line was placed urgently in his right groin. Because it was placed quickly under non-sterile technique to administer meds, it was removed a few hours later and a left internal jugular line was inserted. Daily chest x-rays failed to show the retained wire. A CT scan of the chest showed the presence of a 15cm piece of wire. Since the guide wires used are 60cm in length and they are unable to retrieve the wire, they believe a portion of the guide wire broke off.